Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and suture was used. The patient has experienced delayed wound healing, infection, pain, and suture extrusion. On (B)(6) 2014, the extruded suture was removed by the physician with forceps. On (B)(6) 2014, the infection appeared larger. At that time, under local anesthesia, fluid was drained and the wound closed. The wound was re-inspected on (B)(6) 2014 and is healing.

Manufacturer narrative:
It was reported the patient underwent inguinal hernia and fascia transversalis repair on (B)(6) 2014 and suture was used. Approximately two weeks after the procedure, the patient experienced blisters indicating subcutaneous suture pattern and underwent removal of suture. On (B)(6) 2014, suture extrusion was noted with no therapy. On (B)(6) 2014, extruded suture was removed with forceps. On (B)(6) 2014 the infection appeared larger. The patient underwent fluid drainage under local anesthesia, the wound was partially closed and dressing applied. Approximately 7 weeks after the hernia repair procedure, the patient experienced blister with approximately 5 cm fistula below. The patient underwent full revision and removal of all suture. The physician opines that suture may possibly have contributed to the infection. Testing is scheduled to determine if patient experienced an allergic reaction. The patient currently has an open healing wound. (B)(4).